Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the coaxial introducer could be used without any problems, but when the biopsy needle was advanced into the coaxial introducer for the second time, there was resistance. When the introducer and biopsy needle were removed from the patient because of the resistance, the introducer broke. The tip of the broken introducer was immediately retrieved because the broken position was outside of the patient's body. The physician mentioned that the introducer was pressed against the ribs with a strong load due to respiratory fluctuations.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause of the component broken could be attributed to use error.. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.